Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The returned product did not exhibit the event described in the complaint. The instrument passed external and internal visual inspections, no life expired issue detected. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips tips opened, closed and grasped properly. No life expired related issues were detected during the failure analysis. Remaining uses: for (4). Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no life expired related issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no lives. The procedure was completed with no reported injury.